Manufacturer narrative:
An investigation was opened, however, it was concluded that the device would need to be returned for analysis.

Event description:
The reporter indicated a "loss of pacing" x2 cycles during intermittent threshold pacing. Pacing threshold was normal (0.1ms at 2.7v) and there was no inhibition during myopotential testing. Lead impedance was normal at 483 ohms. When attempting to recreate the problem, there was observed pauses, one with what may be a pacer spike with no capture. The pacer was programmed to vvi at 70 ppm. The patient is pacer dependent. The patient is to be seen in 3 months and followed via phone every month.